Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd vacutainer® lithium heparin blood collection tubes. The following information was provided by the initial reporter, "white grain like fm attached to the tube." 4 occurrences.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a molding defect (referred to as white fm) with the incident lot was observed. Additionally, evaluation of the customer samples was performed and the molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that foreign matter occurred before use with a bd vacutainer® lithium heparinn blood collection tubes. The following information was provided by the initial reporter, "white grain like fm attached to the tube." 4 occurrences.